Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a female patient underwent a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was reported. As a result, the patient underwent explantation on (B)(6) 2021. The suspect medical device was discarded after explantation surgery.